Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose and pump not working. The customer¿s blood glucose level are running from 60-400 mg/dl and 60 mg/dl at the time of incident and treated with food. Customer reported that he changed pump yesterday morning and blood glucose was 200 mg/dl something. Customer reported that he entered 25 carbs without eating anything and by supper blood glucose was 135 mg/dl. Customer put in a new set at 8.00 and by 10.00 blood glucose was 461 mg/dl. Customer reported that he had a bowl of cereal and coffee with milk and entered 50 carbs. Customer reported that when he went to dentist and before he left his blood glucose level was 406 mg/dl and bloused 12 units, at 1 pm blood glucose was 420 mg/dl, when he went to his car blood glucose was 300 mg /dl and when he went to his home blood glucose was 250 mg/dl. Customer reported that hi entered 25 carb without eating anything and by supper blood glucose was 135 mg/dl. Customer reported that he had bowl of soup and ice cream and banana and entered 60 carbs and blood glucose was 160 mg/dl something. Customer reported that when blood glucose 60 mg/dl he will drink coke. Customer reported that he was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. Customer continued the troubleshooting. The insulin pump will be returned for analysis.